Event description:
It was reported that during reprocessing the colonovideoscope exhibited black fluid coming outside from the scope. There was no patient harm/involvement in this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated fields: d8, d9 - date returned to mfg, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.